Manufacturer narrative:
.The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preveintive maintenance (pm) performed by a getinge field service engineer (fse) the cs100 intra-aortic balloon pump (iabp) was not working on battery and it was not getting charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced the batteries. The issue was resolved. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not working on battery and it was not getting charge. There was no patient involvement, and no adverse event reported.